Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was verified and the ECG and processor/bridge/pace boards were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, a popping sound was heard and an "internal error occurred-system reset required" message was seen. Complainant indicated that there was no patient involvement in the reported malfunction.